Manufacturer narrative:
This report could not be confirmed. Additional information was requested from physician; however, no information ever was provided. The product lot number is not known.

Event description:
Case was reported as an explant of an orthadapt bioimplant. No case information was provided, including case type and signs/ symptoms.